Manufacturer narrative:
The reported issue that the device had several occlusions alarms and some restart occurrences could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Occlusion alarms and restart occurences. It was reported that in review of the device event logs the device had several occlusions alarms and some restart occurrences. The customer stated that there was no patient involvement.